Event description:
Reporter alleged segments were missing from the display in the number result field of the advantage system. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.